Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was faulty. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
Device evaluation has been completed. The device had a missing chain and cracked back panel. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that fault with the device was that the preamplifiers are missing the daisy chains and screws. There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.